Manufacturer narrative:
The unit had missing segments due to a cracked and bleeding lcd glass. The unit was unable to perform the displacement test due to a display anomaly. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer's father called in to report a blue dot on the display. The customer's blood glucose level was 117 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.